Event description:
It was reported the customer passed away while driving on (B)(6) 2015. The cause of the customer's death was from a heart attack. It was reported the customer had stents put in for their heart before having their heart attack. The customer's blood glucose was unknown at the time of their death. The caller reported the customer may have had heart disease before passing away. It was also unknown if the customer used sensors or wore one at the time of their death. The caller also could not confirm if the customer was wearing their insulin pump at the time of their death. The customer's insulin pump will not be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.